Event description:
It was reported that the patient went asystolic during physical therapy when doing arm manipulations. A code was called and CPR was performed for approximately five minutes before the patient regained a paced rythym. An x-ray was taken, and the md was concerned that it indicated fractures within the header block. The device is to be explanted. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient went asystolic during physical therapy when doing arm manipulations. A code was called and CPR was performed for approximately five minutes before the patient regained a paced rythym. An x-ray was taken, and the md was concerned that it indicated fractures within the header block. The device is to be explanted. No further patient complications have been reported as a result of this event. Follow-up with the medtronic representative indicates that the device was not explanted.

Manufacturer narrative:
It was reported that the patient went asystolic during physical therapy when doing arm manipulations. A code was called and CPR was performed for approximately five minutes before the patient regained a paced rythym. An x-ray was taken, and the md was concerned that it indicated fractures within the header block. The device is to be explanted. No further patient complications have been reported as a result of this event. Follow-up with the medtronic representative indicates that the device was not explanted. No conclusion can be drawn.